Manufacturer narrative:
Ni

Event description:
Info received from the study for pt indicated that pt was hospitalized for a thrombus aspiration and angioplasty. A smart stent was implanted in the left superficial femoral artery (sfa). Details of the index procedure have not been provided to date. It was indicated that after discontinuation of the antiplatelet treatment, the pt had thrombosis (1/3 distal of the left sfa) and returned five weeks post procedure where a thrombus aspiration and angioplasty were performed. The event was resolved in 2006. This event was determined to be probably related to the device and unrelated to the procedure by medical personnel. This product will not be returned for eval and testing as it remains in the pt. Add'l info will be sent within 30 days upon receipt.